Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported possible versed over infusion in the cardiac ICU. Ther versed concentration was 1mg/ml and the intended programming was 0.5ml/hour and a bolus was administered at 0600 on (B)(6) 2014 and at 1800 on (B)(6) 2014 per medication sheet. Customer suspects at some time during the infusion a 5ml bolus may have been given since there is about 4mls of medication missing at the end of therapy. Customer requests an event log review from 0001 on (B)(6) 2014 to 2359 on (B)(6) 2014 to help them account for the missing volume. There was no patient harm or medical intervention. No further patient/event information was reported.